Event description:
According to the report, the synergraft pulmonary valve and conduit was listed as 14mm. However, when the surgeon measured the graft with a hegar dilator, he measured it to the 16mm, but believes it may have been closer to 18mm. This made the case more difficult from the standpoint of fitting it in the chest and attaching the graft to much smaller pulmonary arteries. The surgery was prolonged due to this.

Manufacturer narrative:
According to the report, the synergraft pulmonary valve and conduit was listed as 14mm. However, when the surgeon measured the graft with a hegar dilator, he measured it to the 16mm, but believes it may have been closer to 18mm. This made the case more difficult from the standpoint of fitting it in the chest and attaching the graft to much smaller pulmonary arteries. The surgery was prolonged due to this. The allograft was not returned to cryolife, so no direct observations could be made. The tissue processing laboratory uses calibrated hegar uterine dilators to measure the internal diameter of all cardiac valves according to standard operating procedures. Every allograft is sized at dissection and then verified prior to packaging by another technician. Because the allograft was not returned, the actual size of the valve cannot be verified. As a precaution, the complaint and standard operating procedures were reviewed with the inspector with an emphasis on measuring the internal diameter of cardiac valves.